Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level was 218 mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.